Manufacturer narrative:
Insulin pump received with blank display. Problem isolated to electronic assembly. Insulin pump also received with cracked case (battery tube) and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and had a crack on back and near battery area. Customer's blood glucose level was 145 mg/dl. Customer reports that reservoir was able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.